Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 2.7, laboratory inr: 1.7. Therapeutic range: 2.0 - 2.5. The time between testing was a few hours. On (B)(6) 2015, the patient tested on his wife's inratio device and received an inr of 1.9 while the laboratory inr was 2.1. He was satisfied with this correlation. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided,manufacturing record review could not be performed and further investigation was not possible.